Event description:
Clinical study. The pt was enrolled in the program in 2004. This was a staged intervention of the lad via the lima. Target lesion 1 was identified in the mid lad with 80% stenosis and a 2.5 mm reference vessel diameter. This lesion was located near the anastomosis of the lima to the mid lad. Target lesion 1 was treated with predilatation and placement of a 2.5 x 12 mm taxus stent. Residual stenosis was 0% following post-dilatation. This was a difficult procedure; there was a tortuous subclavian artery. The pt was discharge the next day. The pt was at the mall a month later and apparently was noted to slump over. First responders found the pt without respiration or pulse. The paramedics, upon their arrival, found the pt in asystole. A combitube was placed and CPR was continued. The pt was given epinephrine and atropine and transported to a local ER. In the ER, the pt was defibrillated once but continued in asystole. Echocardiogram showed no activity of the heart. CPR was stopped and the pt was pronounced dead at 0851. An autopsy was not performed.